Event description:
A customer reported that the display screen on their freestyle flash meter had frozen. The meter was returned and during the course of the investigation the meter was confirmed to exhibit the memory overwrtie malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.